Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on air water (cylinder), foreign material on jet tube (j tube), foreign material on air water (tube) and a pinhole on jet tube (j tube). A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of foreign material on air water (cylinder), foreign material on jet tube (j tube), foreign material on air water (tube) was not established and the most probable cause of pinhole on jet tube (j tube) traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.